Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The investigation was unable to determine a conclusive cause for the reported patient effects; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide was filed under a separate medwatch report number.

Event description:
It was reported that suture placement with two proglide devices were achieved in the right common femoral artery via 10fr sheath using the preclose technique prior to fenestrated endovascular aortic aneurysm repair (fevar) procedure. The sheath was upsized to 22fr and the fevar procedure was completed. Reportedly, following successful placement of the sutures of the proglide devices, the right leg was noted to be ischemic. A cut down of the artery was performed and a small piece of black plastic with white cord of one of the proglide device was found. The piece of black plastic was removed from the artery. A blood clot was found further down in the artery and was removed. Endarterectomy of posterior wall plaque performed and artery closure using bovine patch and sutures. Successful revascularisation of right lower limb, no other complications. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.